Event description:
A report was received that the patient underwent a pocket revision due to discomfort at the ipg site. The ipg pocket was relocated and the patient is reportedly doing well following the procedure.